Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 475 mg/dl due to an infusion set that disconnected. Customer treated with manual injection. Troubleshooting was not performed at the time of the call. The insulin pump was not replaced or returned for analysis.